Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21049374.

Event description:
It was reported that high impedances were discovered on both leads. Partial coverage of pain area was gained. Complete coverage of pain was not possible due to the high impedances. Patient was admitted to the hospital for ketamine infusion due to the increased pain. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(6), batch: 21049374.

Event description:
It was reported that high impedances were discovered on both leads. Partial coverage of pain area was gained. Complete coverage of pain was not possible due to the high impedances. Patient was admitted to the hospital for ketamine infusion due to the increased pain. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Additional information was received that the patient was discharged from the hospital and no further medical treatment was administered.